Event description:
Patient had aspen clamp implanted on in early 2011 during left sided l4-5 re-do decompressive hemilaminectomy, lysis of chronic adhesions and discetomy with resection of synovial cyst. At some point during the patient's recovery period at home, the spinous process fractured necessitating removal of the clamp and return to surgery in (B)(6) 2011 for a pseudoarthrosis with failed lumbar fusion and mechanical back pain. The clamp and hardware were removed without incident. It is not known if the spinous process fractured due to the clamp. There were no apparent device failure indicators upon initial inspection of the clamp. The device identifiers are unable to be determined.